Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the complaint of the z6ms acquisition error was investigated. The transducer was returned, and testing was performed. However, the reported issue could not be reproduced. The investigation results were inconclusive, and a root cause for the issue could not be identified.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), provide additional event information (see section b5), update device evaluated by manufacturer (see section h3), update the patient code (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during patient planning, the transducer displayed a us acquisition hw_40_0 error message. Since the reported phenomenon occurred prior to a study, there was no patient involvement. No additional information was provided.